Manufacturer narrative:
The device history record was reviewed, and no irregularities were noted. The plate breakage in this case probably caused by the excessive force applied to the position of the plate and screws. We concluded that the quality of this product has no relation to this event. The osferion bone void filler package insert status in the following section: <warning and precaution> 1.important basic precautions (3)when load bearing capacity has been weakened or reduced due to fractures, etc., osferion should only be used if the bone can be reliably immobilized by using external or internal fixations etc. Otherwise, compaction of fractures may occur. (4) if necessary, the fracture should be stabilized using external or internal fixations to prevent post-implantation migration or extrusion of the osferion due to loosening. <adverse events> fracture fever, pain, local sensation, red flare, inflammation. This report is being submitted as a medical device report is an abundance of caution.

Event description:
A patient underwent around the knee osteotomy (ako). The surgeon in charge of the patient fixed the osteotomized bone with a bone plate and bone screws and filled the space created after the osteotomy with this product (bone void filler). About three months after the ako, the patient twisted the patient's affected limb when standing up with the patient's knee in flexion. X-ray images revealed plate breakage at the region distal to the hole d. The surgeon also noticed a type 2 hinge fracture at the osteotomy site. The surgeon carried out reoperation about two weeks after the plate breakage occurred. The surgeon first replaced the broken bone plate placed along the medial side of the proximal tibia and bone screws with a different bone plate and bone screws manufactured by a different manufacturer. The surgeon then additionally placed a bone plate manufactured by a different manufacturer along the lateral side of the proximal tibia and fixed the plate with bone screws dedicated to the bone plate. The surgeon also grafted autogenous bone to fill the gap around the bone void filler.